Event description:
It was reported that after the atrial fibrillation (afib) procedure was completed, the bwi field representative was notified that the patient complained of a burning sensation on her back. The valley lab indifferent electrode patch was removed. The skin appeared red and burned. The classification of the burn was unknown. Upon request, additional information was provided on the event. Due to the patient's size, dimensions and weight, we had a grounding pad burn in the right hip area. This burn was caused by the patient's obesity and when she laid down, the pad wrinkled and left an air gap between the indifferent electrode and the patients skin. The event was not life threatening. The burn was a bad second degree burn to a light third degree burn. The burn was not medically treated differently than routine clinical practice. This event did not necessitate medical nor surgical intervention to preclude permanent damage. The event did not result in permanent damage to a body structure. The patient did not require extended hospitalization. The outcome of the adverse event was that the patient fully recovered. The prognosis for the patient is excellent. The causality of the adverse event is device related to the grounding pad. The physician does not consider that the event's causality was due to bwi product. The patient return electrode used was the single patch valley lab (stock #: e7506) 6x10. Patients updated health status is good. A wound clinic was prescribed to the patient post release from hospitalization.

Manufacturer narrative:
(B)(4). It was reported that the patient suffered a skin burn after a series of ablation using the valley lab electrode patch. The stockert IFU states that the area of patch application must also be thoroughly cleaned, dry, and preferably shaved for optimum placement and grounding of the patch to reduce the likelihood of skin burn. The facility indicated that the burn was caused due to the improper placement of the patch and declined service as no malfunction of the device was noted. The device history record (DHR) for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).